Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead of this pacemaker system were exhibiting oversensing, pacing inhibition with asystole less than two seconds, and noisy signals. The field representative noted that it appeared that the leads have two independent cause of the issues. Additionally, there were inappropriate episodes of atrial tachy response (atr) stored as a result of the oversensing of noise signals. Subsequently, additional intervention was performed and this pacemaker was explanted and replaced. The ra and rv leads were surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level was completed to assess all automated therapy verification which confirms proper operation of the pacing, sensing functions of the device. Visual inspection found no anomalies. The allegations in this complaint have not been confirmed as the device met spec. The conclusion code was updated to no problem detected.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead of this pacemaker system were exhibiting oversensing, pacing inhibition with asystole less than two seconds, and noisy signals. The field representative noted that it appeared that the leads have two independent cause of the issues. Additionally, there were inappropriate episodes of atrial tachy response (atr) stored as a result of the oversensing of noise signals. Subsequently, additional intervention was performed and this pacemaker was explanted and replaced. The ra and rv leads were surgically abandoned and replaced. No additional adverse patient effects were reported.